Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized for a low blood glucose levels. The patient's blood glucose level at the time of the event was unknown. However, the customer most recent blood glucose level was 140 mg/dl. The customer's insulin pump appeared to work as designed. The customer stated that they will talk to their health care provider about what may have caused the low blood glucose. No further information was provided.